Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature alarm during the test .no personal injury or harm reported.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings , health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and after cleaning the dust from inside of the machine on site, the machine was powered on for one hour and the fault did not recur. The equipment passed various performance tests and has been delivered to the user.

Event description:
It was reported that during test, the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature alarm during the test. There was no patient involved and no personal injury or harm reported.